Manufacturer narrative:
Additional information was received that the patient's symptoms occurred immediately the following day after surgery. The physician is unsure of what caused the neurological symptoms. The patient continues to have flaccidity of the right arm. No further course of action will be taken.

Event description:
A report was received that the newly implanted patient had paralysis on his right arm. The physician did not believe it was device related but possibly procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the newly implanted patient had paralysis on his right arm. The physician did not believe it was device related but possibly procedure related.